Event description:
The facility contacted baxter (B)(4) technical services to report a clearlink system that the facility has been having a "problem with the IV tubing. [The facility] have had multiple cases of the tubing cracking resulting in blood backflowing into the tubing and out onto the bed." The malfunction was reported to have been found during infusion. There was a patient involved; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection did not reveal any defects. A pressure test under water was performed, and the device operated according to specification. Functional tests were performed, and no failures were observed. The reported condition was not confirmed. The root cause could not be determined. Should additional relevant information be received, a follow-up medwatch will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.